Manufacturer narrative:
Method code.

Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications. The gore® dryseal flex introducer sheath instructions for use (IFU) states that adequate vessel access is required to introduce the sheath into the vasculature. Adverse events that may occur and/or require intervention include, but are not limited to: vascular trauma (i.e., rupture). If the vessel size is smaller than the introducer sheath outer diameter (4.1mm for a 12fr), then vessel damage may result.

Event description:
On (B)(6) 2018, this patient underwent an endovascular repair for a right common iliac artery aneurysm using a gore® excluder® aaa endoprosthesis contralateral leg and iliac extender components. It was reported a gore® dryseal flex sheath was inserted from the right femoral artery. The endoprostheses were deployed, and final angiography showed no issues. After the sheath was withdrawn from the patient, retrograde access vessel dissection from the access site was observed. The physician elected to monitor the dissection. The patient tolerated the procedure.